Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The patient's mother reported that there were issues with the feeding sets tubings. The rod which is usually inserted or the round piece which is inserted into the feeding pump came off the tubing on it's own, when changing the bag it leaked every where, and there were air bubbles in the line. There were no injuries to the patient.